Event description:
On (B)(6) 2009, I got the essure device placed in my ob/gyn office. After the placement, I experienced lower abdominal pain, cramping and bleeding. I was told that this would be temporary and to not worry. After a month passed, I started to have terrible headaches, month long menstrual cycles, hives and pain in both areas where the device was placed. I was not tested for nickel allergy before the procedure. Now I can barely get out of bed some days due to the pain. I am currently being treated for an ovarian cyst that has grown in my ovary.